Event description:
During preparation for use for a cardiopulmonary bypass procedure, the roller pump stopped rotating, indicating a pump jam. An alternative device was employed. There was no adverse consequence to a patient as a result of this event.